Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 119 mg/dl. Advised the customer to disconnect the reservoir with the infusion set and reconnect it again. The customer was able to manual prime with the plunger as well as complete a fixed prime test. Explained possible reasons for the alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.